Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). A follow up will be conducted to provide the legal plaintiff information for the initial reporter once the details are provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain and patella loosening at the cement/bone interface. The patient noted a feeling of popping with flexion competitor cement was used. On (B)(6) 2016 the patient underwent a revision of patella, exchange of polyethylene insert, and removal of 1 screw and grinding down of the lateral condylar plate to prevent impingement due to loose patella with proud lateral condylar plate, and pain. The lateral condylar plate that had been used to repair the supracondylar fracture was impinging anterior to the flange of the femur because it was high riding. The patella was noted to be loose, no interface given. Depuy insert and patella were implanted along with competitor cement x1. On (B)(6) 2016 the patient underwent a revision, right total knee with lps tumor prosthesis, to address the preoperative diagnosis of nonunion of periprosthetic femur fracture, right distal femur and pain. Operative records note that the condylar plate was synthes. Depuy components along with competitor cement were used. On (B)(6) 2020 the patient underwent a revision of femoral component and polyethylene insert, right total knee due to painful right total knee with mechanical failure of the femoral component. Prior to surgery the patient was noted to have pain. The femoral component was noted to be grossly loose. The stem of the component had failed at the junction between the stem and the sleeve. Cables were used to secure episiotomy. Depuy components along with depuy cement x2 were used.